Event description:
The pt was implanted with an isomed pump and catheter in 1999 for intrathecal infusion of medication for non-malignant pain. The hcp stated that on 08/09/2000, the pt underwent pump refill with 35 ml of clonidine 200 mcg/ml and dilaudid 2 mg/ml. The infusion rate was set at 0.5 ml per day. The pt rec'd 100 mcg/day clonidine and 1mg/day dilaudid with this flow rate. This was a decrease in the dilaudid dose and an increase in the clonidine dose. The md stated he was certain the nurse refilled the pump correctly with the needle in the center septum and not the catheter access port. The pt left the hcp's office 30 minutes after the refill. When the pt reached the car, pt felt sleepy and dizzy with trouble focusing. The pt's spouse helped pt from the parking lot back to the hcp's office. Bp was 100 systolic. Pt was treated with orange juice for hypoglycemia with no response. The pt's condition worsened. The pump's reservoir contents, 30cc's, were emptied. The catheter access port was accessed to remove drug from the catheter. The pump contents were not analyzed for drug and concentration. The pt's cerebro-spinal fluid and blood drug levels were not analyzed for drug and concentration. The pt was transported by ambulance to the ER and given nalaxone with a positive response. The pt recovered with hospitalization. The pump remains stopped until explant. The hcp stated the pump would be returned to the MFR for analysis after explantation.